Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain. The patient stated that beginning in early 2016 their implant did not work anymore and it quit charging. The patient has been in a lot of pain and is looking to have their device replaced. The patient noted that they go to a pain clinic but there are not any healthcare professionals (hcp) trained specifically for their product. A physician listings was sent to the patient. The patient stated that they had to turn up the stimulator more and more while playing music or doing anything active, otherwise they would have back spasms. They had to charge more frequently after turning it up more and more. The patient also mentioned something about sciatica but when patient services attempted to clarify what the patient was referring to they were unable to do so. The patient would follow up with an hcp. No further complications were reported/are anticipated.